Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected in the nasolabial folds with one syringe of juvéderm® ultra plus xc. 2 days later, patient was camping and was stuck in a hail storm, got wet and sat by a fire pit and woke up next day with a "5 inch red, painful, possible herpes, occlusion, infected area on right nasolabial fold". Patient went on to speak to another healthcare professional online who told the patient it looked like an occlusion. The next day, the patient's injector prescribed the patient doxyxycline 100mg and told the patient to begin taking an anti viral as well. The next day patient returned to the injector and product was dissolved.